Manufacturer narrative:
MFR's report date 01/28/1999. The pump was rec'd and complete visual and functional testing was performed. Visual inspection noted the inspection seal to be undated and intact. Rate accuracy testing was performed and the pump met MFR's specifications. No occlusion alarms were noted during testing. The mechanism gap was measured and found to be within recommended specification per the model 599 safety alert and service bulletin 411. It has been determined that, as a result of instrument wear or improper maintenance, it may become more difficult to correctly install the intra venous tubing which may result in an overinfusion. The correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the intra venous set with a warning that misloading the set may result in a freeflow condition. A safety alert dated april 11, 1997, was faxed instructing the user to: measure the mechanism gap; replace the follower housing assembly if necessary; ensure that the set is correctly loaded into the pump mechanism. Other possible causes for overinfusion/freeflow may be the user misprogramming the pump, or was not using the roller clamp when the set was outside of the pump mechanism. Roller clamps should be manually closed. Co was unable to duplicate the reported freeflow/overinfusion or occlusion alarm failure.

Event description:
It was reported that a freeflow of medication occurred with a pt. The pt had been transported to physical therapy when the pump signaled "occlusion alarm" the nurse reported that the drip was too fast for a rate of 10cc/hr. The bag had remaining fluid of 20-50cc's after 20 minutes. There was no resultant pt complication.